Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent shortened during deployment. The physician wanted to treat a long stenosis in the mid left anterior descending artery (lad). He first implanted a 3.0x32mm promus element¿ plus stent. The second stent, a 3.0x24mm promus element¿ plus, was then positioned within the edge of the first implanted stent. He inflated the 3.0x24mm promus element¿ plus stent delivery system and he saw the stent was shortening; the position was no longer correct. There was a gap between the two stents due to the shortening of the second stent. There were no patient complications and the patient's condition is stable.